Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-41 (lot: unknown); product type: 0200-lead; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was undergoing a lead revision due to lack of therapy efficacy, and when the surgeon opened the internal ipg pocket he could see that the lead wasn't connected to the ipg. Upon closer inspection he could determine that the lead broke inside of the ipg connector, with three poles still inside the connector. There haven't been any falls. The patient is in a wheelchair. The surgeon loosened the screw to extract the rest of the lead from the ipg connector but without success. The surgeon replaced the ipg with a new one.